Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. The device was repaired in the field by replacing the trigger.

Event description:
It was reported that the device was running without the trigger being pressed. It is unknown if there was patient involvement or adverse consequences.